Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The insulin pump unresponsive buttons due to corroded keypad traces. The device had minor scratched display window, cracked battery tube threads, cracked reservoir tube and lip, missing end cap sticker and moisture damage on the lcd board.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated the insulin pump was exposed to moisture. Customer's blood glucose was 154 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.